Event description:
A physician attempted arteriotomy closure using the starclose device and hemostasis was achieved. Within forty-eight (48) hours of placement of the starclose, the patient experienced persistent severe pain inside the upper leg. An echo showed severe inflammation of the surroundings of the femoral artery.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.